Event description:
Customer reported via phone, she had accidently jumped into the pool with the insulin pump on. Customer stated she got and pressed the act button to the test the device and it alarmed button error. Customer also put the device in rice. Customer attempted to resolve the issues by replacing the battery, it loaded up and the alarm reoccurred. Customer's blood glucose was 221 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error after it was boot up and the act button had intermittent button response due to corroded keypad traces. Moisture damage was noted on all electronic assemblies. The device had minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.